Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2017-07868. It was reported the patient's scs system was not providing adequate pain relief. The patient reported no trauma associated with the change. The patient was reprogrammed. Surgical intervention was planned for scs system to be explanted.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2017-07868. Follow up information indicated the patient had surgical intervention to explant the scs system.